Event description:
It was reported that post-implant of a realize adjustable band, the patient was being examined for possible appendicitis on (B)(6) 2010. During the examination, the band tubing had become disconnected from the injection port. The tubing was reconnected to the port during the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Port reconnected to band tubing.